Manufacturer narrative:
Evaluation: device evaluation of electrode belt has been completed. The cause of the alarms and fault falgs was an intermittent short circuit in the distribution node. The -5v line was shorted on the distribution node pca beneath the epoxy potting. The distribution node pca will be replaced. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.

Event description:
A male patient called lifecor customer support to report that he was being alarmed by the lifevest device. He reported that he adjusted the belt, added a bit of lotion, and made sure the electrode belt was snug and secure. When he reinserted the battery pack, the alarm started again. He reported that he used the response buttons, however, the alarms escalated into the "shock about to be delivered" point. Support requested the patient perform a download. A review of the downloaded data revealed several fault flags. The patient's electrode belt was replaced.